Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that overlapping scheduled reports were overloading the server, causing it to freeze during report generation. A technical support specialist identified that scheduled reports were not printing due to server overload from overlapping report execution. The specialist adjusted the timing of specific reports to prevent overlap and minimized the number of reports running simultaneously. The system functioned as intended after the technical support specialist troubleshot the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue with the es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.